Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant, the patient experienced diaphragm spasms which the physician suspected to be phrenic nerve stimulation. The right atrial (ra) lead was repositioned and the symptoms subsided. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.